Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot # of the defective product was reported, the DHR revealed no production issues at the time of manufacturing of the complained lot. Returned defective sample was examined and the reported defect was confirmed. The root cause of this complaint was determined as undetermined/unknown. There were 2 investigated versions, but none of them were confirmed. As the root cause of this complaint was determined as undetermined/unknown preventive actions in production are deemed necessary to introduce.

Event description:
The silver wire part through which the close wire was passed was removed and stuck in the md's hand during the procedure. Therefore, the memobag was replaced with a new one, and the md replaced his/her gloves with a new one to complete the procedure. Additional information: the issue occurred during a laparoscopic hysterectomy. When the md pulled the memobag to withdraw the tissue from vagina, he/she felt a slight pain in his/her hand. He/she checked the bag and found that the wire stuck out. His/her hand was not injured but he/she replaced the gloves with a new one to complete the operation. The tissue was withdrawn not from vagina but from abdominal wall.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The silver wire part through which the close wire was passed was removed and stuck in the md's hand during the procedure. Therefore, the memobag was replaced with a new one, and the md replaced his/her gloves with a new one to complete the procedure. Additional information: the issue occurred during a laparoscopic hysterectomy. When the md pulled the memobag to withdraw the tissue from vagina, he/she felt a slight pain in his/her hand. He/she checked the bag and found that the wire stuck out. His/her hand was not injured but he/she replaced the gloves with a new one to complete the operation. The tissue was withdrawn not from vagina but from abdominal wall.